Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Investigation results: visual investigation: the provided device was compared with the current drawing. There are no indications of faulty manufacturing or any deviations from the given specifications. The provided product corresponds to the drawing . No failure could be found at the provided device. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with kb332ts - targon locking screw ti 4.5x32mm sterile. According to the complaint description, the carvial screw placement/ screw base is defect. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).